Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the connector connection between the cannula and tubing. No health impact as the leakage was detected before connecting the cannula to the body.